Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient was trying to charge his implantable neurostimulator (ins) and kept getting the poor communication screen. It was noted that the patient was not able to connect with the patient programmer. It was stated that an over-discharge was suspected. It was reported that the patient last felt stimulation about 3 weeks ago, which was also the last time the patient recharged his ins. It was stated that about 3 weeks ago the patient slipped and fell on the ice, and that since that time, the patient has had issues with the recharger. It was reported that since the fall, the patient had a new pain in the neck which has not gone away.